Manufacturer narrative:
Manufacturer completed the entire form. The suspect medical device was discarded and was not available for evaluation. A 100 unused sample of the same lot number were returned and tested, the devices were found to be within specification and functioned as intended. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
A report was received that stated that the cannula of the needle was not fully captured in the safety device and was exposed. No needlestick took place. There was no patient or clinician injury. The device was discarded and is not available for evaluation.